Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio or beep anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, low battery, battery out limit or failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 232mg/dl at the time of the incident. Troubleshooting was performed and the display did not return. The insulin pump will be returned for analysis.